Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup. They had the hp recycle the power and se 2367 alarmed. They had the hp close clamps/transfer set and recycle power again to press go to start. They advised the hp they would need to start over with new supplies or use manual supplies to complete therapy. They advised the hp that any lines on the organizer not being used need to be clamped. They advised the hp to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used. They were connected prior to priming. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. There were open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the reporter.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.